Event description:
It was reported that a pt incident occurred with the electrosurgical unit (esu/generator). The incident occurred while performing a transurethral resection of bladder (turb). Upon monopolar coagulation in the urinary bladder there was "deflagration" resulting in a urinary bladder perforation. It was believed by the medical personnel that heat transfer during the procedure caused the combustion of gas in the bladder. No further details were provided despite repeated requests. Note: the esu was distributed by our parent company (B)(4) to a hospital. One of two (2) possible esus was involved. The other possible esu involved was serial number (B)(4). (Note: the hospital did not know which unit was used in the procedure).

Manufacturer narrative:
The possible esus involved were thoroughly inspected/tested. A technical safety check was performed on both generators. For each, this included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were functioning properly within specifications for the devices. Additionally, no issues were found in reviewing the device history records of the units. In conclusion, no equipment problem was determined to have caused or contributed to the event. Most likely there were factors involved with the incident. It appears that a gas bubble formed in the bladder. During the activation of monopolar current, a small explosion occurred resulting in the subsequent urinary bladder wall perforation. A warning in our user manual addresses this issue as follows" "flammable gas mixture in tur (transurethral resection) and tcr (transcervical endometrial resection) - hydrogen and oxygen can ascend into the roof of the bladder, the upper part of the prostate, and the upper part of the uterus. If you resect into the gas mixture, it could combust. Risk of combustion to the pt. Allow the gas mixture to escape through the resectoscope sheath. Do not resect into the gas mixture". In summary, no definitive determination could be made as to the cause of the events. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.